Manufacturer narrative:
Patient outcome code: death.

Event description:
It was reported to philips that the device failed to shock while in use on a patient. Another device was used. The patient died, however it's noted that it was "probably not due to the incident".

Manufacturer narrative:
Date of event: 3/23/2022. A philips clinician reviewed the event file provided. Tracking began with the device startup and manual mode began with external paddles. There are no ECG tracings until the paddles were applied to the patient since they are the ones responsible for the ECG acquisition. Device was charged to 150 j after 32 seconds of startup. The application of the paddles occurred several times. Then acquisition of the ECG tracing via the patient¿s external paddles and a shock was delivered. A second shock was delivered. Then a third. Starting at 6:30, there was a shift in energy after synchro (or cardioversion) mode was activated. Paddles were applied to the patient¿s chest, then removed. They were then applied and removed again. In this sequence there was no trace of a charge, so without energy selection, shock was not possible. Note that the shock could not have been delivered anyway, even after charging, for lack of acquisition of a correct ECG tracing, because the synchro mode makes it possible to only deliver a shock synchronized on the r wave. The device was not evaluated as the customer did not respond to attempts by bench repair. Upon conclusion of the event file evaluation, the device was found to be fully functional with no problems found. As a device evaluation could not be completed, philips is unable to rule out that a malfunction did not occur and a cause for the failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.